Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that distal end had discoloration and there was foreign material inside light guide lens. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned as part of an annual inspection, finding that air water cylinder, suction cylinder had no color; forceps elevator did not move smoothly due to deformation of knob wire; image guide protector and connecting tube have scratched; objective lens had a crack; part must be replaced due to annual inspection; universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation feedback from the field. It was later confirmed, the customer is not able to clean the device inside, where the foreign material remained. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was not removed by reprocessing as it was not adhered to the outer surface of the device. However, the cause of the event is likely, due to humidity invaded the light guide (lg) lens. Which led to corrosion occurred, by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. Therefore, the root cause of the reported event is unable to be determined. The event can be detected, by following the instructions for use (IFU) section: IFU states, that detection method in evis exera ii, tjf type q180v, operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.